Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this patient with an implantable pacemaker experienced buzzing sensation hourly. Boston scientific technical services (ts) recommended to contact the clinic to review the device since it has no buzzing or vibrating functions. Additional information received which indicated that this device was explanted and replaced with the same model. No additional adverse patient effects were reported.